Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent will evaluate and repair the device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device did not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the device's power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.